Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water feedset tube on an mr290v vented autofeed humidification chamber was leaking from the bag spike. This was found during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and conected to a water bag. Results: upon connecting the returned chamber to a water bag, a small drop of water began to build at the connection between the feedset tube and water bag spike. A sufficient amount of glue was present around the spike tubing connection; however the glue had not bonded properly. A lot check revealed no other complaints of this nature for lot number 121214. Conclusion: we were unable to determine the cause of the leak observed on the returned mr290v chamber. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the failure of the bond developed after the chamber was released for distribution. Testing involving simulated ageing of the feedset to check whether the strength of the glue joint decreases over time revealed that the feedsets on aged chambers were only breaking at 50 to 55n or more, proving that shelf life has no negative impact on the ultimate tensile strength of the glue joint. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).